Event description:
Published article: "localized opacification of hydrophilic acrylic intraocular lenses after procedures using intracameral injection of air or gas" reported that a patient with fuchs dystrophy underwent an uneventful phacoemulsification with hydrophilic acrylic iol implantation in (B)(6) 2010. Subsequently, the patient underwent dsek in (B)(6) 2011 and injection of air in (B)(6) 2011. In (B)(6) 2012, iol opacification was clinically observed on the anterior optic surface within the visual axis, leading to a decrease in visual acuity and complaints of "foggy" vision. The iol was explanted within capsular bag and exchanged in (B)(6) 2013. Reportedly an improvement of visual function was observed after explantation/exchange of the opacified iol. A copy of the aforementioned article is attached to this report. Additional information has been requested but has not been received.

Manufacturer narrative:
This report refers to case 6. Investigation of this event is underway. A supplemental report will be submitted upon completion of the investigation. Case 1 referenced in this article has been previously reported under MDR #1119279-2012-00060 (b+l reference number (B)(4)). Case 3 referenced in this article has been previously reported under MDR #1119279-2012-00059 (b+l reference number (B)(4)).